Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 10010454 . Batch number#: 24075229. It was reported by customer that filter noted to be leaking on infusion set rcc received a complaint via email. Filter noted to be leaking on infusion set. Manufacturer code/model: 10010454. Serial or lot number: (B)(6) date of incident (yyyy-mm-dd): 2024-11-23. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: filter noted to be leaking on infusion set. Device information. Device name/description: set alaris pump lo-sorbing pe lined 0.2 micron filter 1 smartsite valve 115 inch pv 26ml. Manufacturer: carefusion. Manufacturer code/model: 10010454. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2027-07-26. Was the device retained? No.